Manufacturer narrative:
Batch review performed on 28 december 2022: lot 1909753: (B)(4) items manufactured and released on 04-mar-2020. Expiration date: 2025-feb-19. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
The patient came in due to signs of an infection and the pathogen is unknown. About 9 months after the primary surgery, the surgeon performed a washout and revised the head and the surgery was completed successfully.